Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device did not run, and the electronic control unit (ecu) had no voltage output. It was further determined that the device failed pretest for check for unintended motion, check sticky speed trigger, check in off mode, check the oscillation/forward/reverse mode function, check the oscillation angle, check switching function forward/reverse, and check power with test bench. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported that the small battery drive device did not work. During in-house engineering evaluation it was observed that the device failed pre-tests for sticky trigger and unintended motion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.